Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device made a loud noise during the initial fire. The staple line was complete, but the cut line was incomplete. They used another same like device to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: one device was returned, the firing trigger jammed halfway, otherwise in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be damaged. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.